Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user interface controller (epc) not starting-up. Most likely due to die crack due to mechanical stress caused by particles in the conductive paste. Vyaire medical initiated mainboard replacement and the issue resolved.

Event description:
The customer reported to vyaire medical that the bellavista 1000e us 17,3" ventilator display is blank. The fans are turned on, and the solenoids react, but the alarm buzzer does not go off. Furthermore, there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.